Manufacturer narrative:
Evaluation summary it was caused due to the disconnection of the ccd cable. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. During use, the blackout was appeared. Then the user changed another scope to continue. No harm was caused to the patient and user.